Event description:
The user reported that during use of this catheter for ablation, it would not function to ablate the av node. The stinger ablation catheter was pulled back through the sheath and the doctor noticed that the pull wires were protruding from the tip of the device but were still attached. The device was retrieved in entirety and there was no injury to the patient. The doctor proceeded by replacement of the stinger catheter with a competitor's brand to complete the procedure.

Manufacturer narrative:
A follow-up report will be sent upon completion of the investigation.